Event description:
Initial result for a patient digoxin was 4.2 ng/ml. When the same sample was repeated, the result was 1.2 ng/ml. The instrument operator repaired the instrument by replacing all the analyzer syringes.